Event description:
It was reported that the patient underwent a knee manipulation under anesthesia to address arthrofibrosis approximately three (3) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices: persona medial congruent articular surface left 10mm catalog #: 42512100810 lot #: 64945564, persona cemented stemmed tibial component left size f catalog #: 42532007501 lot #: 64830819, persona cemented all poly patella 35mm catalog #: 42540000035 lot #: 64969206. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00089.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint with or without anesthesia. Per clinical orthopaedics and related research, manipulation under anesthesia is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain. As the indication for manipulation under anesthesia is related to limited range of motion and stiffness from adhesions/scar tissue, the root cause of the adverse event is related to the patient's condition, rather than the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee manipulation under anesthesia to address arthrofibrosis, pain and swelling approximately three (3) months post-operatively. Initial operative notes noted no intraoperative complications. Manipulation operative notes noted a small flexion contracture and flexion to eighty (80) degrees. The procedure was completed without much force and no complications were reported. Attempts have been made, however, no additional information is available.